Manufacturer narrative:
(B)(6). This report is filed february 16, 2016. The implanted device remains.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site and was treated with oral antibiotics (date and duration not reported). As of report on (B)(6), 2015, the site has healed. The implanted device remains.